Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), coronary flow obstruction is a potential adverse event associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: (1) aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; (2) during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and (3) consider aortogram during valvuloplasty to assess coronary flow. In this case, the exact cause of the lca occlusion post procedure cannot be confirmed. Procedural factors (manipulation of the devices), in addition to patient factors (valvular calcification, height of the lca, length of the lcc) likely contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our affiliate in (B)(4), during a transfemoral tavr procedure, a 23 mm sapien 3 valve was deployed, where intended, in a final 80:20 aortic/ventricular (a/v) position with nominal volume. The procedure was completed without any problems. Post valve deployment, the left coronary artery (lca) was properly shown on aortography. Several hours following the patient transfer from the operating room, a cardiac arrest occurred and an lca occlusion was confirmed. A percutaneous coronary intervention (pci) was performed with percutaneous cardiopulmonary support (pcps). At the time of this report, the patient is doing well. No neurological effects to the patient were reported due to the lca occlusion or the cardiac arrest. The native annular diameter measured 22 mm by CT. Moderate valvular calcification and no aortic root calcification was reported. The height of the lca measured 11 mm and the length of the left coronary cusp (lcc) measured 14.2 mm with ¿less¿ calcification. The sinus of valsalva (sov) measured 26 mm and the stj measured 23 mm. It was perceived that the native valve leaflet partially occluded the left coronary ostium due to the pressure from the stent frame of the implanted sapien 3 valve.